Event description:
It was reported that the surgeon inserted a cq2015 three piece collamer lens and the lens was torn during insertion. The incision was enlarged to remove the lens and sutures required to close the wound.

Manufacturer narrative:
No lens in unit carton.